Event description:
Staff reported a "blown" tracheostomy tube cuff: following a tracheostomy procedure with placement of a shiley xlt trach, staff noted a change in the patient's tidal volumes on the ventilator. Tidal volumes were lower than expected. Further investigation noted concern regarding the tracheostomy tube cuff. Surgeon called to the bedside and the tracheostomy tube was exchanged without complication. A "blown" cuff was reported.